Manufacturer narrative:
The device with the lens was returned loose in a bag. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been advanced into the nozzle area. The plunger was in contact with the optic trailing edge. The trailing haptic was folded correctly onto the optic surface on the left of the plunger tip. The leading haptic was extended into a straight position. The straight leading haptic was most likely interpreted as the reported complaint. Straight leading haptics are not a product malfunction. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The used device was evaluated and there was no problem found. A straight leading haptic was observed. This was most likely interpreted as the reported complaint. The plunger, lens, and haptics were in acceptable positions per the IFU (instructions for use). Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Straight leading haptics may occur: ¿ due to the normal folding variations as indicated the IFU diagrams. ¿ if the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was unfolded incorrectly. The procedure was completed with another lens during initial procedure. There was no patient harm reported. There are two files associated with this report, this is 1 of the 2 files.